Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed failed battery test after the customer received the replacement battery cap and did not resolve the issue. Customer also reported that the insulin pump had a low battery alert and a motor error alarm. Customer reported that the drive support cap was normal and was able to rewind the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery, occlusion, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Insulin pump was monitored and tested with no low battery alert and failed battery test noted.